Manufacturer narrative:
Patient demographics such as: age, date of birth, sex and weight were not provided by the customer. A beckman coulter field service engineer (fse) was dispatched to assess instrument performance. While on site the fse noted the customer had verified all samples and had found some sample issues. The fse also noted the customer had opened brand new aspirate probes after the second failed system check and had repeated system check a third time, this time with passing results. The fse then evaluated the system check and ran an access accutni+3 precision run and verified they recovered within published performance specifications. After replacement of the aspirate probes, all verification testing passed within published instrument and assay performance specifications. In conclusion, the cause of the non-reproducible access accutni+3 results was a hardware malfunction of the aspirate probes.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system serial number (B)(4) for three (3) patients. The elevated access accutni+3 samples for all three patients were repeated on the same access 2 immunoassay system and erratic results, both within and outside of the assay's normal reference range, were generated. The original elevated results were not reported outside of the laboratory. There was no change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results. Quality control (qc), calibration and system check were performing within assay and instrument specifications at the time of the event. Multiple system checks performed by the customer did not recover within published performance specifications. The patients' samples were collected in serum separating tubes and were centrifuged for five (5) minutes at 3500 rpm (revolutions per minute). No issues with sample integrity were initially noted by the customer. A beckman coulter field service engineer later noted the customer had found some sample issues, but could not elaborate on what the sample issues were, or which samples had the issue. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.